Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose levels. Customer's blood glucose level was 27.8 mmol/l at the time of incident. Customer reported insulin pump had insulin flow blocked alarm even after changing the infusion set three times. Customer was assisted with troubleshooting for insulin flow blocked alarm. The insulin pump will not be returned for analysis.